Event description:
Pt reports that on (B)(6) 2023, they changed cartridge, successfully primed tubing and thought everything was working fine. States they did put in fresh batteries and pump did say it was running. Pump never gave any alarms/alerts and pt did not see any blockages in tubing. However, today (B)(6) 2023 when pt went to change cartridge, it was still full. Pt reports feeling more shortness of breath during past 2 days but is feeling fine now. Pt was in process of readying new cartridge and wants to restart at their previous pump rate. Advised that rph will contact md for restart orders and advised pt not to reuse same cartridge; pt voiced understanding. Pt stated this is the first time pump serial number (B)(4) [maintenance due (B)(6) 2023] has ever malfunctioned. Pump return tracking information not available. Photographs not provided. This is a continuous infusion. Set flow rate and volume delivered unknown. No pump alarm went off, position of pump unknown. Remodulin sq pt also reports they couldn't tolerate previous titration and was feeling light-headed, nauseous and passed out. Pt was previously infusing at 0.024 m/hr and was advised by md to hold at that rate until their appointment on (B)(6) 2023. This event had nothing to do with the reported pump malfunction. No add'l info available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.